Event description:
The customer contacted physio-control to report that their device had a white display upon boot-up. A white display is indicative of a device lockup condition. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced both the system controller (sc) pcb and user interface (ui) pcb assemblies as well as completed other, unrelated, repairs to the device. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio examined the removed ui pcb and determined that the cause of the reported lock-up condition was corrupt memory in an integrated circuit (ic) chip, designator u2. The sc pcb assembly was an ancillary part and there was no failure of the assembly.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.